Event description:
This rv lead was implanted on an unknown date and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 from a medical personnel to report patient feeling unwell and was asked to do patient initiated interrogation to check. Upon review it was seen that there was no events with stable trends and intrinsic rhythm was clean and free of noise. However, technical services suggested to do patient initiated interrogation the afternoon there after where data should be visible within the 24 hour timed out. The physician was unknown at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).